Event description:
The customer received questionable antibody to (B)(6) results for one patient. The patient had been tested elsewhere and was found to be (B)(6). She visited the hospital to consult a gastroenterologist and while at the hospital she was retested for (B)(6). The (B)(6) result for the patient on (B)(6) 2014 was (B)(6). The doctor questioned the result and the sample was retested with other methodologies and the results were (B)(6). The customer repeated testing with a new sample on (B)(6) 2014 on the original cobas e411 analyzer and the result was (B)(6). On (B)(6) 2014, the result from another laboratory (unknown methodology) was (B)(6). On (B)(6) 2014: with the clia method, the result was (B)(6). With the cmia s/co method, the result was (B)(6). (B)(6). No adverse event was reported for the patient. The gastroenterologist reported no symptoms of (B)(6) for the patient. The gastroenterologist that examined the patient reported that the patient appeared to be in a good condition and no treatment was applied to her up to this moment. The (B)(4) reagent lot number was 174195 with an expiration date of 04/30/2014.

Manufacturer narrative:
A sample from the patient was submitted for investigation. The customer's results could be reproduced with two different anti-hcv ii reagent lots. The sample was also tested with ortho save, innolia hcv score and recomline hcv igg mikrogen. The sample was found (B)(6) with the ortho hcv 3.0 elisa save. The innolia hcv score blot and recomline hcv igg mikrogen was indeterminate. A final determination for the patient was not possible.

Manufacturer narrative:
This event occurred in (B)(6).